Event description:
It was reported that when the patient was seen by the manufacturer representative, he would come over and ¿zap¿ the patient every once in a while. It was stated that it felt ¿really bad¿ (B)(6) 2012. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v541017, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot # v541017, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).